Event description:
It was reported that bd insyte-n autoguard winged plastic on hub prevented connection. The following information was provided by the initial reporter: date of incident (yyyy-mm-dd): (B)(6) 2024 level of harm: no apparent harm - reached patient/person, inconvenient incident details: attempted to start piv on patient. Writer who was poking for IV as able to get good flashback, however unable to screw flush on as there was an extra nodular piece of plastic noted on the catheter. Impact of incident: this resulted in needing to poke babe second time for piv.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs displaying the 24g insyte-n autoguard. The catheter had been inserted into the patient¿s hand and had been dressed down with a transparent dressing. Examination of the threaded catheter adapter revealed that the outer thread contained damage. The distinguishing characteristics of the damage to the threads could not be seen in the returned photographs; therefore, the exact root cause of the damage to the threads could not be determined from the photograph. Damage to the adapter threads can prevent the catheter adapter from mating with auxiliary devices. This type of damage can occur during manufacturing or in the clinical environment. Damage during manufacturing can occur when the adapter encounters manufacturing equipment (e.g. Grippers). Misalignment of the adapter relative to the equipment may cause this type of damage. Alignment is performed as necessary during set up for production and preventative maintenance (pm¿s) is performed to ensure the equipment is running properly. Additionally, sampling is performed by operators to search for damage to the adapter per the quality control plan. In the clinical environment, damage to the adapter threads can occur during connection with auxiliary devices (e.g. Cross threading the connection).

Event description:
No additional information.